Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that injector locking n40-o separated from the connector. The following information was provided by the initial reporter: it was reported by the sales representative that there was a pop-off mid infusion between the injector and connector.

Event description:
It was reported that injector locking n40-o separated from the connector. The following information was provided by the initial reporter: it was reported by the sales representative that there was a pop-off mid infusion between the injector and connector.

Manufacturer narrative:
H.6. Investigation: no photos or physical samples that display the reported condition were available for investigation. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time.